Event description:
Repair request initiated and escalated to complaint for the device with a report that the attachment's foot cut was damaged by tool contact. No pt impact reported. On f/u, it was noted that the malfunction was identified at the end of the craniotomy. There was no pt impact reported.

Manufacturer narrative:
Report confirmed. Eval determined that the footed portion was damaged by tool contact. It was also noted that there were signs of corrosion on the internal components, the color band was faded and the etching was illegible. On f/u, there was no pt impact reported. Event date estimated. The user manual contains the following warning, "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."